Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient had a non-related surgical procedure and is not sure if the ipg was put into surgery mode. Patient was not able to connect to the ipg since the procedure in march. Troubleshooting with the representative allowed the ipg to pair.